Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Coountry of complaint: germany. It was reported that device univation xf resulted in a tibial fracture again.

Manufacturer narrative:
Investigation: this case was discussed with a specialist from the marketing department. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is hardly possible to determine a conclusion or root cause of this failure. We assume that this failure is not product or design related. Rational: there are some possible reasons for a tibia fracture: too deeply cut tibia: the tibia is weakened since the bone stock is reduced under the tibia implant. Too deep of a cut on the sagittal cut with the reciprocating saw. The bone is weakened in this area and rises the risk of fracture. Too high forces during final preparation (hammer) or while final tibia implantation. No CAPA is necessary.